Manufacturer narrative:
In an investigation conducted by siemens healthcare, it was discovered that the customer had the dilution flag on the instrument set to a severity of 1. The auto validation rule on the centralink was configured to retain results that were flagged with severity of 3 or greater by the instrument. At the customer's request, a customer service engineer (cse) changed the severity for the instrument's dilution flag to 3. The rule change was tested with different flags, and results were held for validation as expected. The cause of the result being auto-validated by centralink was a configuration issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low prolactin result obtained during repeat testing of a sample was automatically validated by the centralink data management system and reported to the physician(s). The operator stated that the centralink was not configured to auto-validate repeat test results. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant prolactin result being auto-validated and reported to the physician(s).